Event description:
Patient admitted in 2006, after being hit by a car while walking as a pedestrian. Sustained a fractured left tibia, repaired with a plate. Pt underwent etoh withdrawal, and during that time also developed cellulitis of his left lower extremity. Taken to the or for placement of antibiotic beads. Later returned to or for several I&d's with a wound vac eventually placed. During his long stay, he also developed acute renal failure and respiratory distress with failure. He was placed on a vent and eventually received a tracheostomy. A left upper lobe lung mass was discovered first in 2005 and pt had refused any workup, now CT shows mild increase in size, pt continues to refuse workup. Due to pt's continued vent and need for nutrition, it was decided to place a peg a month earlier. Five days later, he was emergently taken to the or with intra-abdominal sepsis for an exploratory laparotomy, gastrostomy repair and an open gastrostomy tube replacement. Findings: approximately 3 liters of abdominal ascites, stained with bile. The peg tube had eroded through the anterior stomach and the button was outside the stomach. Critically ill with multisystem organ failure, gangrenous lle. Comfort cares initiated.